Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller states she's calling on behalf of her husband to figure why his pump gets no delivery alarms and his bg has been higher than usual. Customer declined troubleshooting at this time because they are not home and do not have any extra supplies needed to fully troubleshoot. Will call back later tonight or this weekend.